Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. Inspection of the returned device data showed that on (B)(6) 2024, at 03:40 pm, the MRI program was set to on, and shortly thereafter MRI field detections were registered. The data further documented that, on (B)(6) 2024, at 04:55 pm, the ICD activated the safety backup mode due to the detection of an invalid device status caused by resets of the electronic module. The ICD was re-initialized on (B)(6) 2024, at 05:05 pm. An evaluation of the device data after re-initialization as well as the last data from january 2025 showed no indication for a device malfunction. However, damage to the ICD cannot be ruled out. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Despite extensive analysis of the device data, the root cause of the documented resets which caused the safety backup mode activation was not determinable. Should further relevant information or the device become available for analysis, this report will be updated.

Event description:
The patient underwent MRI scan at this hospital after changing the MRI mode to on. When the scan was completed, a nurse tried to change the mode of the product. After two failed interrogations, re-initialization was performed with a device error when interrogation occurred. Device currently remains implanted. Should additional information be received, this file will be updated.